Event description:
The customer's mother reported her daughter's blood glucose reached 292 mg/dl less than 24 hours after the pod was activated. Upon inspection she noticed that the pink slide insert was not in the window.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.